Event description:
Customer called to report pump goes to low batt and does not beep to alarm. Reported md wants patient to discontinue pump. States patient is in hospital. States patient is on manual injection. Denied troubleshooting.